Event description:
Customer hospitalized due to high blood glucose. Customer's daughter reported her mother had high blood glucoses. Customer had the flu.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.